Event description:
It was reported from an abstract of the implantable devices in japan that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to oversensing. The medication of this patient was adjusted and reprogramming efforts were performed. However, the s-ICD still delivered inappropriate shocks. The physician opted to explant and replaced this s-ICD system. No additional adverse patient effects were reported.

Manufacturer narrative:
This event was captured in the literature review.